Event description:
Pt underwent laparoscopy, vaginal hysterectomy, laparoscopic s&o. On re-exploration of the abdomen, a foreign body was discovered. It was found to be the outer sheath from the insufflation needle. This was retrieved and the procedure completed.